Manufacturer narrative:
As reported, during carotid stenting, after flushing the 9x40 precise pro rx self-expanding stent (ses) per IFU, the tray was removed, and the stent was found to have already been released. A new stent was used and released normally. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked be inspected. A thorough inspection was performed on the unit observing the following conditions: the device was received fully deployed, and the stent was properly expanded, presenting no damage or observable anomalies. The hemostasis valve was returned locked. A kinked condition was observed located on the ID band. However, when reviewing the manage sample image, the damage is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. No other outstanding details were observed. Dimension analysis results were found within specification. The functional test was performed in accordance with procedure. Only a simulation was conducted because the unit was returned fully deployed. The mechanism was verified by returning the device to its manufactured condition to simulate the stent deployment process. The device was then actuated to simulate deployment, and no anomalies were observed during the functional assessment. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/during prep¿ was not observed due to the nature of the complaint even though the device was received with the stent fully deployed. The exact cause of the issue experienced could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported premature stent deployment noted after the packaging was opened, particularly since it cannot be determined whether the deployed condition occurred prior to intentional activation. The device received did not have any anomalies noted. Additionally, no issues were noted during the deployment mechanism during functional analysis. However, storage conditions and handling of the packaging and device during preparation remain possible contributors. According to the instructions for use (IFU), which is not intended to mitigate risk, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, the IFU instructs during preparation, ¿open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the product analysis, nor the available limited information suggests that the reported failures are related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, during carotid stenting, after flushing the 9x40 precise pro rx self-expanding stent (ses) per IFU, the tray was removed, and the stent was found to have already been released. A new stent was used and released normally. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during carotid stenting, after flushing the 9x40 precise pro rx self-expanding stent (ses) per IFU, the tray was removed, and the stent was found to have already been released. A new stent was used and released normally. There was no reported injury to the patient. The device will be returned for evaluation.